Event description:
It was reported that the patient was experiencing discomfort while charging their ipg and couldn't charge their ipg as a result. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Correction h6: coding updated to 2993 - adverse event without identified device or use problem.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.